Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure, three (3) fast-fix 360 suture systems did not release the second anchor. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Event description:
It was reported that, during a meniscal repair procedure, the fast-fix 360 suture systems did not release the second anchor. It is unknown the exact quantity of devices of this lot that failed, but there can be from 1 to 4. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
B5: was updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6, health effect - impact code. From f2306 to f23.

Manufacturer narrative:
Correction in h6, health effect - impact code from 4641 to 4648.